Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that their spouse noticed a shift in the patient's behavior while they were asleep that indicated a potential hypoglycemic event, while the cgm displayed 115 mg/dl, and tested the patient's blood glucose which showed a value of 25 mg/dl. After determining the patient's actual blood glucose, the patient's spouse treated them with three injections of glucagon to treat the hypoglycemic event and the patient recovered after several minutes without further treatment or intervention reported. At the time of contact, the patient was in stable condition. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.